Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a monopolar curved scissors (mcs) tip cover fell off while installed on an mcs instrument. The customer was able to safely remove the mcs tip cover accessory from the patient and placed a new one on the mcs instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was doing a hysterectomy. The mcs instrument and mcs tip cover accessory were inspected as usual. No damage was noted. The mcs tip cover accessory was installed correctly with no lubricant used. The uterus was very large and difficult to move around. The procedure was 2.5 hours longs and the mcs instrument was used the entire case. The entire mcs tip cover accessory was removed without difficulty. No fragment was noted to be left in the patient. There was no issue with the use of the scissors. The mcs instrument and a tenaculum forceps instrument were on the same side of the patient. The mcs tip cover accessory was disposed of and the mcs instrument is still in use. No photos were taken.